Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 2.5 mg for a total dose of 1.42721 mg/day and bupivacaine 30 mg for a total dose of 17.12657 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported increased pain and decreased control/uncontrolled of dystonia. On (B)(6) 2020 the pump was refilled and baclofen was added to the concentration of medication. On (B)(6) 2020 the patient reported new side effects which they report began following personal therapy manager (ptm) activations on (B)(6) 2019. The patient reported a metallic taste in their mouth and nose, unstable gait, numbness (pelvic floor, bladder, and upper and lower extremities), and burning pain when supine. Due to concern for inflammatory mass, the intrathecal (it) rate was decreased. A magnetic resonance imaging (MRI) with contrast was performed on (B)(6) 2020 and was normal. There was no signs of inflammatory mass. The plan was to revise the catheter. On (B)(6) 2020 burning improved with rate decrease. On (B)(6) 2020, surgical observation revealed catheter malposition ("tied up in scar tissue"), anchor dislodgement, and pump inversion. Operative notes indicated that the patient was having intermittent withdrawal (increased pain a symptoms of withdrawal) with a suspected leak. Catheter malposition, not leak, was confirmed. The catheter was explanted/replaced on (B)(6) 2020. The pump was repositioned to the right lower abdomen and re-sutured the pump on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was intermittent withdrawal and it medication side effects and the device diagnosis was catheter dislodgement and pump inversion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.